Event description:
On (B)(6) 2012, the distributor contacted animas, alleging a occlusion (absence of occlusion alarm) issue. It was noted that when the infusion set tangled, the pump did not emit an occlusion alarm. There were no issues noted with the programming/settings on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the data from the time of the reported event was unavailable for review as it had been overwritten due to continued pump use. A review of the current data shows several occlusion alarms. The pump powered on appropriately to the verify screen. The pump was exercised for 24 hours with no occlusion alarms occurring. An occlusion was simulated during investigation and the pump emitted the appropriate audio-visual alerts. The complaint could not be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).